Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was detected on the rv lead. The lead will be replaced. There were no adverse consequences related to this event.